Event description:
It was reported that on literature review "anterior wall resection plus radio frequency ablation versus simple aspiration in the treatment of auricular pseudocyst: a retrospective study," after a anterior wall resection plus radiofrequency ablation where an evac 70 coblation wand was used, 11 patients had a postoperative infection. The events were treated with antibiotics. After 1 year all patients were totally cured. No further information is available.

Manufacturer narrative:
Internal complaint reference: (B)(4). Wang, z. Liangliang liu1, 2, tianxi gao1 and. Journal of international medical research, 48(9), 1-8.doi: 10.1177/0300060520950930.

Manufacturer narrative:
H10: h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that a thorough medical investigation cannot be performed without clinically relevant patient-specific supporting documentation. The article states that the infection was treated and all patients were cured so no further harm is anticipated. The images provided in the article have been interpreted within the text; therefore, no further analysis of the images is required. No further medical assessment is warranted at this time. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.